Event description:
The customer reported that the device jaws were no longer able to open while on pt tissue during a proctocolectomy procedure. The device was cut off of the tissue without pt injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.